Event description:
This rv lead was implanted on (B)(6) 2003 and remains implanted at this time. It was reported that this lead had pacing lead impedance issue. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).